Event description:
The hosp reported that while servicing the t.w. Power supply it was observed that the control knob was missing and were unable to determine the actual output of the device. The hosp did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).